Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . The complaint was verified as soon as the pump was started, the double alarm occurred. This was not revealed in the event log, however this is believed to be caused by downstream sensor. Action was taken to replace the downstream sensor. Device overall condition was god with a scratch on the screen.

Event description:
Investigation completed on a smiths medical cadd legacy pump 6400.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep no cassette alarm. No reported adverse effects.